Event description:
Alert: kv lead noise warning on (B)(6) 2021 one (1) or more v. Oversensing-noise episodes. (V. Oversensing-noise]. Alert: rv lead integrity warning on (B)(6) 2021 (2 or more criteria met). 25 review high rate-ns episodes, sensing integrity counter ( 2921 short v-v intervals. Rep . Paged to investigate. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).